Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient developed a pocket infection about one-month post-implant procedure. The device was explanted, and the physician decided to remove the leads a week later. The patient was in stable condition.

Manufacturer narrative:
Analysis was normal. No anomalies were found.